Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported "feeling symptomatic" when the device reached elective replacement indicator (eri). The patient reported having weight gain, pain in their trigeminal nerve, and shortness of breath. The patient also stated that they have no complaint with the device, but suggested earlier device replacement notification for eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.